Manufacturer narrative:
Initial reporters name provided on previous MDR, the occupation has been updated to proper values. A software investigation was initiated. However, based on the review of the information documented on record, the reference frame was placed on t5 while the intervention was set to l1, l2 and t11. These levels are far apart that could potentially contribute to the inaccuracy. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
All of the screws were repositioned using scans from a non-medtronic imaging system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter was not available at the time of filing. A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that there was an alleged inaccuracy during the post-operative scan of a sacroiliac and thoracolumbar fusion procedure. The image acquired during the planning phase for the navigation system did not correspond to the actual placement and alignment of the screws in the patient. The navigation system displayed a certain area for placement and alignment of the screws, but the actual area of interest did not coincide with the what was displayed on the navigation system. Screws were placed on t11, l1, and l2. A small passive referencing frame was used over the t5 vertebrae because a second operation for kyphoplasty was performed on same patient. Imaging was aborted. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome other than the re-positioned screws.